Event description:
The reporter stated that he did back to back blood glucose tests, within ten minutes, using separate finger sticks. His meter results were 50, 79 and 82 mg/dl. He did not have any symptoms. He stated that the strips do not appear to absorb the blood and appeared blotchy. A control test was in range (using expired solution). On followup, the reporter said he has trouble getting his blood sample. Control test result with new solution was (110) 95-142, and a test with new strips was also in range. The lifescan rep reviewed testing and sample techniques with the reporter.